Event description:
It was reported that the lead 977a275 5mm compact 1x8 MRI experienced lead migration into the upper thoracic spine from the cervical region, resulting in a loss of stimulation in the arms and a change in stimulation intensity. An x-ray was conducted to assess lead position. The patient noticed a change in stimulation intensity approximately four months prior and subsequently turned off the spinal cord stimulator. The leads were tested, and all impedances were within normal limits. Hcp explanted both cervical leads and placed new 977a275 leads. In the post-anesthesia care unit, bilateral coverage in the arms was achieved as after the initial implant. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 02-nov-2025, UDI#: (B)(4). Product ID: 97 7a275, serial/lot #: (B)(6), ubd: 02-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead, model 977a275, s/n (B)(6), revealed the conductors were cut in the body of the lead; consistent with explant damage. Analysis of the lead, model 977a275, s/n (B)(6), revealed the insulation on the lead was cut; consistent with explant damage; however electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.